Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated using olympus¿ equipment. The evaluation found the teflon pad was stripped and had separated. Visual inspection showed the teflon pad was stripped and had separated from the grasping jaw exposing the metal. Microscopic inspection of the proximal end of the device found no visual indication of damage to the probe. The most likely cause of the reported complaint was due to insufficient tissue between the probe and the grasping section during activation. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy (removal of gall bladder) procedure, the teflon pad had stripped and separated from the grasping section exposing metal. There was no shorting out reported. The intended procedure was completed with a harmonic scalpel. There was no patient injury reported.